Event description:
I had an injection of restylane under my eyes (tear troughs). I have had swelling and discomfort at the injection site. Under my eye is very swollen, red, bruised. The injection was done almost 2 months ago. Every couple weeks this area swells and gets very red. It mainly happens on only my right eye. Dates of use: (B)(6) 2016. Diagnosis or reason for use: tear troughs. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduced? Yes. Is the product over-the counter: no.